Event description:
According to the reporter, during a gastroplasty procedure, the cannula broke and the obturator did not fit into the cannula. The trocar was changed in order to complete the case. There was no patient injury involved in the event. The return status is unable to be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use fixation sleeve. The visual inspection of the returned product noted that part of an obturator from a different deice was lodged into the cannula sticking out of the envelope seal. The circular seal and trocar appeared intact. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed damage may occur if the device is mishandled or handled roughly during application. If information is provided in the future, a supplemental report will be issued.